Event description:
The initial reporter received questionable high ise indirect gen.2 sodium results for three patient samples from cobas 6000 c (501) module serial number (B)(4). Patient 1 initial result was 154 mmol/l and the repeat result was 139 mmol/l. Patient 2 initial result was 164 mmol/l and the repeat result was 141 mmol/l. Patient 3 initial result was 162 mmol/l and the repeat result was 141 mmol/l. The erroneous results were reported outside of the laboratory. Corrected reports were sent. There was no ad verse event. The field service representative found an issue with the sodium electrode. He cleaned the ise cage, flushed ise waste line, and replaced the electrode. He ran precision testing which was acceptable and the customer ran calibration and qc with all results within the normal ranges.